Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a generator change, loss of capture and oversensing were observed on the right atrial channel. After opening the pocket, insulation abrasion was also noted on the lead. The physician elected to cap (B)(6) 2019 and replace the lead. The patient was stable following.